Event description:
Patient had v fib arrest on ward & was transferred to or for emergency CABG. Iab was inserted via sternal approach in 06. Chest open 1:1 ratio. Patient transferred to cvicu. On 5/4/04, while lifting pt via overhead lift/swing to place x-ray plate, pump experienced augmentation alarm & balloon not inflating well "bpw". Blood was seen in tubing & pump turned off. Pt taken to or for iab removal. Re-insertion not required. Pt tolerated procedure well & was walking in unit 2 days later. No reported patient complications.